Event description:
The customer reported the insulin pump's buttons not responding. The significant event leading up to the issue was wearing the insulin pump against the skin. It was advised to use pouches or cases to prevent moisture damage to the device. The customer was advised to discontinue use of the insulin pump and to return it for analysis and a replacement. The customer's reported blood glucose value was 23 mg/dl. The customer reported treating with a glucose shot and glucose tablets. No further information was provided.

Manufacturer narrative:
Insulin pump had an intermittent button response noted on up arrow button due to corroded keypad trace. Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.